Event description:
Pt was using victus brand dosi flow 30 IV flow regulator with IV adult set in the home to infuse his antibiotics. Multiple sets of tubing were flowing much slower than rate set on dial or not at all. Pt would have to increase rate to above "open" on dial to get it to flow at all. Pt was advised not to use tubing any longer as it was not safe as flow rate could not be adequately controlled by dial on tubing. Dates of use: (B)(6) 2012. Diagnosis or reason for use: osteomyelitis.